Event description:
Open reduction and internal fixation of left hip performed in 2000, following subtrochanteric fracture. Revision performed in 2001, due to pain in left hip and possible non-union. Intraoperatively, it was noted that four vhs 4.5 cortical screws were fractured. All hardware was removed, with the exception of tip of fractured screws, with apparent complete union of fracture. Subsequently, one month later, remaining screw tips were removed during procedure to implant bipolar head/neck prosthesis for reported non-union of existing fracture.